Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was digging into the patient's skin and the electrodes rubbed against the skin creating an irritation. There was no alleged device malfunction contributing to the irritation. The field services representative and nursing staffing applied gauze around the garment to keep it from digging into the patient's skin. The patient's physician gave the patient the option to return the lifevest due to the discomfort and skin irritation. It was reported that the patient returned the lifevest equipment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.